Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a replace battery now alarm. The customer¿s blood glucose level was 104 mg/dl. Troubleshooting was performed. The alarm occurred less than 10 hours from the low battery. The battery cap was okay. It was the second occurrence of the anomaly. The device will be returned for analysis.

Manufacturer narrative:
Pump passed the active current measurement, and displacement test. Pump received with high sleep current due to high resistance on the internal battery connector. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.